Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient attempted to increase stim a day prior to this call and power on reset (por) message appeared on his patient programmer. It was noted that the right implantable nuerostimulator (ins) that showed the por. There was no fall or trauma could be related to the issue. No patient symptoms or harm were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code: had been added so additional information indicated that eval conclusion code: no longer applies to this event. Note: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient mentioned that they were going to turn up on right side when they received the por message. They met with representative and doctor on (B)(6) 2017. The representative checked the implant on right side and noticed that battery had been expired and it would be replaced. There were no complications or that no further complications were reported.